Event description:
When the battery pack is inserted into the charger, the "ready" light is green, and the charger fault light flashes red. When this battery pack is inserted into the monitor the screen displays a question mark then displays the message "replace battery". These two problems only occur with battery pack. A review of the pt's download does not show any battery or charger faults. The suspect battery pack was replaced.